Event description:
During the ligation of esophageal varices, only two of the seven bands deployed. The remaining five were stuck in the device housing. There were no clinical consequences.

Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.